Manufacturer narrative:
(B)(6). A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported the device will not power on. No patient involvement.

Manufacturer narrative:
The service technician replaced the power supply to resolve this issue.